Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a transmission an alert for low impedance was noted on the right ventricular lead was noted. The patient was asymptomatic. The physician had decided that the patient would be monitored and scheduled for routine follow-ups.